Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant. During the procedure, pacing inhibition and difficulties to connect the right ventricular (rv) lead to the ICD were noted. Additionally, testing revealed both the pacing and shocking impedances were high out of range; therefore, the physician elected to use a different ICD. The rv lead impedances were normal when tested with a pacing system analyzer (psa) and the new ICD. The attempted device is expected to return for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to captured the prolonged procedure. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant. During the procedure, pacing inhibition and difficulties to connect the right ventricular (rv) lead to the ICD were noted. Additionally, testing revealed both the pacing and shocking impedances were high out of range; therefore, the physician elected to use a different ICD. The rv lead impedances were normal when tested with a pacing system analyzer (psa) and the new ICD. The attempted device was returned and analysis will be performed. No adverse patient effects were reported.